Event description:
It was reported that during device preparation, the outer protective sheath was difficult to remove. Excessive force was applied resulting in a shaft break. There was no patient involvement and no clinically significant delay in procedure reported. Another similar device was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4): outer sheath was attempted to be removed with force-excessive force. The device was returned for analysis. The reported separation of the shaft was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were returned off the device. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the device, instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.